Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose level was 178 mg/dl. The customer re-filled and re-loaded the cartridge to resolve the issue. No additional information was obtained.